Event description:
It was reported that bd nexiva single port needle did not disengage. The following information was provided by the initial reporter: description: the needle would not retract out of nexiva item# 383516. The patient had to receive another IV, no adverse events occurred. Date of occurrence(s) (B)(6)2025. Unit occurred on endo.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint that needle could not be withdrawn through the safety mechanism was confirmed and the cause appeared to be supplier related. One 20ga nexiva unit from lot: 4212089 was provided for investigation. The needle was received positioned within the IV catheter and the safety mechanism. An attempt to withdraw the needle through the tip shield safety mechanism revealed resistance between the needle and washer. Burrs were noted within the washer, which may have contributed to the resistance in the other needle. The burrs were likely associated with the raw material provided by our supplier. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.